Manufacturer narrative:
Exact date unknown, event occurred in (B)(6) 2019.

Event description:
It was reported that the patient underwent an explant procedure due to failure. No further information could be obtained despite good faith effort.